Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01413.

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit) and a penumbra system 3d revascularization device (psr3d). During the procedure, the physician made two successful passes using a penumbra system jet 7 reperfusion catheter (jet7) with psr3d, a velocity delivery microcatheter (velocity) and a non-penumbra guidewire. After making a third and final pass with the jet7 and psr3d; the physician noticed a rupture upon removing the jet7 and psr3d. Therefore, the physician advanced a non-penumbra balloon catheter and a guidewire; however, it was not inflated. It was discovered under pre-inflation run that the rupture had sealed itself off and closed. The procedure had ended at this point. The physician noted that the rupture may be due to patient¿s age and anatomy.